Event description:
Patient reported left side exchange from textured to smooth due to concern with the product. Additionally patient reported, a left side rupture with capsular contracture baker grade unknown and neuroma. Patient later reported that the left implant weighed less when explanted than when it was implanted which indicates a rupture and they had an inflammatory response. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for removal: exchange from textured to smooth due to concern with the product, rupture with capsular contracture baker grade unknown, neuroma, inflammatory response.